Manufacturer narrative:
Unit received with button error alarm and had intermittent up button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was in her bra prior to the alarm occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.